Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the device's serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent valve-in-valve procedure to treat his bioprosthetic mitral valve after an implant duration of 18 years. The reason for treatment was due to mitral stenosis with a gradient of 32 mmhg. An edwards transcatheter valve was implanted in the mitral position with no complications.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: there is no additional information regarding the serial number, model and implant date despite repeated requests for this information. Therefore, the device history record (DHR) review cannot be done. Additional clarification was received that the disposed valve was stenotic due to calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve had been implanted approximately eighteen (18) years ago; however, no patient medical history has been made available and the device is not available for return and evaluation because it remains implanted. If additional information becomes available, a supplemental report will be filed.

Event description:
Through follow up with the health care provider, additional information and clarification was received indicating that the disabled mitral valve was calcified. The patient condition pest procedure was reported as fine.